Manufacturer narrative:
(B)(4). Date sent: 6/14/2023 b3: only event year known: 2023 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Forty electrodes were returned and 13 were sampled for analysis. Visual analysis of the returned sample revealed that the 0014a device (b) was received inside its sterile package. Upon visual inspection, it was noted that the label is for a 0014a e-z clean blade 4.0 inch; however, inside it has a 6.5-inch e-z clean blade. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that not during a procedure that all the packing and labeling was correct but the incorrect device included.